Manufacturer narrative:
Received but not yet evaluated.

Event description:
It is reported that the instrument fractured while assembling trays.

Manufacturer narrative:
Reported event was not confirmed, as the returned device was not fractured. Visual inspection of the returned tibial articular surface provisional (tasp) revealed signs of repeated use and gouges on the posterior region. Device history record was reviewed and no discrepancies were found. Investigation results concluded the root cause of the event was wear and tear from use. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that there is no malfunction of this device and it would not cause or contribute to an event and should not have been reported. The initial report should be voided as it was submitted in error.